Event description:
It was reported that this lead was attempted to be implanted in the conduction system left bundle branch (lbb) as a replacement for the left ventricular (lv) lead, which was surgically abandoned due to high threshold measurements. Two leads were attempted to be implanted in the lbb; one was a (B)(6) lead, and the second was this other manufacturer's lead. The attempted lbb leads exhibited high threshold measurements with no capture at times and there was no significant improvement with shortening the patients qrs complex. In response, the physician decided to implant a new (B)(6) lv lead instead. The new lv lead was selected with an 15-4 connector type in order to provide more lv pacing options, so a new crt-d device was required to be implanted too. There were no patient symptoms or adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).